Event description:
A starion sales rep received a call from a md on (B)(6) regarding a thyroidectomy the md performed with the entceps on (B)(6)2010. Md stated the pt suffered from nerve paralysis and that since md didn't change technique, md is attributing the cause of the paralysis to be from the instrument. Expected use was during thyroidectomy.

Manufacturer narrative:
The product in question was not returned, therefore, no eval of device could be conducted. A review of device history records found no issues.